Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestrated bipolar forceps instrument was found with a broken tip. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed pitch cable. The instrument was found with frayed pitch cable at the distal idler. There was no damage found on the pulley and clevis. Electrical continuity passed. The instrument has 3 use remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.